Manufacturer narrative:
As a result of the acquisition of tva medical, inc., on (B)(6) 2018 a retrospective review was completed on (B)(6) 2018. Based on bdpi internal procedures and 21 cfr part 803 regulation this event is classified as an MDR reportable event. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after successfully creating an arteriovenous fistula (avf) in the ulnar artery and vein, the fistula was identified closed during the 0-10 day follow up, and an alleged pseudoaneurysm was also observed. Reportedly, the pseudoaneurysm resolved without requiring any treatment.